Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. A review of the sterilization certificate confirmed no abnormalities or deviations. Devices are used for treatment. Medical records were provided and reviewed by a health care professional. The review identified a possible rupture to backer¿s cyst, and an osteolysis upon implant as contributing factors of the event. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left total knee replacement performed on an unknown date with unknown product. Subsequently, the patient was revised due loosening at this time zimmer biomet product was implanted. Approximately one year, three months post implantation the patient had an MRI that showed a collection of fluid over the medial aspect of the left the gastrocnemius muscle secondary to a hematoma. Edema was also noted. The patient continued to report pain and swelling. Diagnostic imaging completed one year six months after the MRI scan showed ¿evidence of loosening about the cement mantle of the tibial component¿. The patient has reported she now has a lifelong infection that has eaten some of the bone in her left leg and is required strong antibiotics for the rest of her life. Patient also reports antibiotics have impacted her ra causing persistent pain and discomfort as well as instability and now must use a brace and a cane to help support her gait. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - associated products: stemmed tibial component precoat size 4; item# (B)(6); lot# j6618905. 13mm diameter 100mm length straight stem extension combined length 145mm; item# (B)(6); lot# 64474731. Left size f cemented option femoral component; item (B)(6); lot# 64499165. 15mm diameter 30mm length straight stem extension combined length 75mm; item# (B)(6); lot# 64560563. Distal femoral augment block; item# (B)(6); lot# 64156124. Articular surface lps/lps-flex 51/52 - femorals size ef 10mm; item# (B)(6); lot# 64348533. All poly petella standard cemented size 32 mm diameter 8.5 mm; item# (B)(6); lot# 64530938. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.